Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. No inappropriate shock was provided due to this. A potential sense b noise is suspected as well as electrode fracture, however, this has not been confirmed. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. No inappropriate shock was provided due to this. A potential sense b noise is suspected as well as electrode fracture, however, this has not been confirmed. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.